Event description:
"Primary line with ns infusing.rn went to hang chemotherapy, attaching secondary set that came from the pharmacy with the chemo clave connector to the clave secondary port on the primary line. The pump immedietly alarmed and line would not flow. Rn removed secondary line and can see that clave on the primary line is pushed in.rn changed out primary line to new line and was able to infuse."